Manufacturer narrative:
Technician found that the hi-lo head down section would drift. Replaced hi-lo up valve to resolve this issue.

Event description:
Information received indicated that the hi-lo head down section would drift.